Manufacturer narrative:
Method: sample is not available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: should we received additional information a follow-up report will be filed.

Event description:
Drug/diluent: marcaine pi 0.25%. Fill volume: 400 ml. Flow rate: 5 ml. Procedure: should arthroscopy, acromioplasty. Cathplace: interscalene. Patient reported that the pump did not infuse for two days and then a rapid infusion of local occurred. Patient was managing pain with oral narcotics. On sunday, (B)(6) 2011, the patient began feeling numbness in her shoulder, her tongue, and drooping in her eye. When the pump was checked, it was empty. Symptoms resolved. Pump was disposed. Date of surgery: (B)(6) 2011. Adverse event occurred: (B)(6) 2011.